Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the save to disk of the device was reviewed. It revealed a critical ram parity error logged on (B)(4) 2012 power on reset (por) severity is considered low as device should be able to recover fully after reset. Concomitant product: 4574 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device had an electrical reset. It was also noted that the patient underwent a computed tomography (CT) scan on the day the reset occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.